Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm prograsp forceps instrument to perform failure analysis. The instrument was analyzed, and grip cables did not show signs of fraying. Grip test was performed without any issues. Additionally, the instrument was found to have a loose pitch cable at the proximal end. The pitch motion was tested but it did not respond to the controls from surgeon side console (ssc) and instrument moved in opposite directions. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown component failure. A cracked clamping pulley at the proximal end can cause the cable to become dislodged, so cable tension is lost, and results in the cable becoming derailed or loose at the opposite distal end. Correction : h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.